Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "lesion on my chest over pacemaker for a few years". It was observed that there was a small amount of purulent drainage from implant site. Testing confirmed infection of staphylococcus aureus. The patient experienced increasing erythema and tenderness. Antibiotics were administered and the implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.